Event description:
It was reported that the patient presented in clinic for device programming session. After the clinician programmed multipoint pacing, the programmer displayed an error message and froze. After rebooting, the multipoint pacing was programmed off and left ventricular lead configuration was not as previously programmed. The entire session was redone and the left ventricular lead programming was accepted by the device. Patient was stable.